Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the homechoice cassette without an alarm. This occurred during drain two of four of peritoneal dialysis therapy. The home patient (hp) stated they noticed that there was air in the patient line. The patient will end therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.